Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and left exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implant due to the patient¿s concern of the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implant due to the patient¿s concern of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture : unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implant due to the patient¿s concern of the product. Device has been explanted and replaced.